Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 124 mg/dl on the advantage system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.